Event description:
Alaris pump programmed to infuse versed drip at ordered rate of 5mg/hr. The pump free-flowed and patient received the full bag within one hour. Clinical engineering inspected the device but no physical signs of damage. Ce suspected possible bezel issue. Replaced the bezel, tested the pump and pump deemed functional after the replacement.